Manufacturer narrative:
Additional information: h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection by the naked eye observed the female connector was separated from the main body. Due to a photo only evaluation, the sample analysis was unable to verify the report of connection to female connector. The sample did not meet specification due to the separation. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that there was a connection issue with the connector of the minicap transfer set (previously reported as a connection issue between the minicap transfer set, cassette, and connection shield). The connection issue occurred twice, on two separate occasions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection between the minicap transfer set, cassette, and connection shield. The connector was stuck in the connection shield and the patient was not able to disconnect from the cycler after peritoneal dialysis therapy. The event occurred after use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.